Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of fluid overload and shortness of breath with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the event and use of the cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. It is unknown why or when the patient was hospitalized with fluid overload and shortness of breath. There are several reasons a peritoneal dialysis patient can have fluid overload including pd catheter problems, peritoneal membrane failure and noncompliance. Based on the limited information and no allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s hospitalization for fluid overload and shortness of breath. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) medical records were received. In review of the records it was documented that the patient was previously hospitalized on an unknown date for fluid overload and shortness of breath. No further information was documented. Additional information was requested from the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn did not provide any additional information related to the hospitalization.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.